Manufacturer narrative:
B5: describe event or problem- updated. H6: device codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. At the beginning of the procedure, the sheath was inserted into the patient. When retracting the dilator from the sheath, the physician noticed many visible air bubbles in the sheath. Despite trying to aspirate the sheath, air bubbles kept appearing. A fluid leak was also noted. The sheath was replaced and procedure was completed without patient complications. The sheath is not expected to be returned since it was disposed. It was further reported that the allegation pertained to constant air bubbles coming inside the flushing line of the sheath where saline is usually flushed. There was no damage seen on the luer. It was corrected that fluid was not leaking from the sheath. Air bubbles came inside the sheath, which was believed could have been potentially due to a permeable hemostatic valve. Air was seen when it was tried to aspirate the sheath. No air inside the patient was seen. Bubbles were seen during aspiration, when the sheath was just put inside the left atrium of the patient and the dilator was just retracted. The air bubbles were observed inside the flushing line.

Event description:
It was reported that during a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. At the beginning of the procedure, the sheath was inserted into the patient. When retracting the dilator from the sheath, the physician noticed many visible air bubbles in the sheath. Despite trying to aspirate the sheath, air bubbles kept appearing. A fluid leak was also noted. The sheath was replaced and procedure was completed without patient complications. The sheath is not expected to be returned since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a faraview procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. At the beginning of the procedure, the sheath was inserted into the patient. When retracting the dilator from the sheath, the physician noticed many visible air bubbles in the sheath. Despite trying to aspirate the sheath, air bubbles kept appearing. A fluid leak was also noted. The sheath was replaced and procedure was completed without patient complications. The sheath is not expected to be returned since it was disposed. It was further reported that the allegation pertained to constant air bubbles coming inside the flushing line of the sheath where saline is usually flushed. There was no damage seen on the luer. It was corrected that fluid was not leaking from the sheath. Air bubbles came inside the sheath, which was believed could have been potentially due to a permeable hemostatic valve. Air was seen when it was tried to aspirate the sheath. No air inside the patient was seen. Bubbles were seen during aspiration, when the sheath was just put inside the left atrium of the patient and the dilator was just retracted. The air bubbles were observed inside the flushing line.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. B5: describe event or problem- updated. H6: device codes- updated.